Event description:
During a new patient implant, high impedance was observed. It was noted that all test were performed and it was ruled that the lead was the issue. A backup lead was used and the impedance was within normal limits. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The suspect lead was received but product analysis is still underway.

Event description:
Internal data was received and reviewed from the generator. The suspect lead was shipped back but has not been received by the manufacturer to date.

Event description:
Product analysis was completed on the returned lead. The report of high impedance was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The lead connector was inserted completely in a representative pulse generator header and no anomalies that prevented proper insertion were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no anomaly with the returned lead which may have contributed to the reported complaint of ¿high impedance, other / unknown¿.